Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
(B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of the surgical lights ¿ axcel. As it was stated, light head has detached. There was no injury reported however we decided to report the issue based on the potential as any parts falling off may lead to serious injury or worse. It was established that when the event occurred the surgical light did not meet its specification due to detached light head and it contributed to the event. It is unknown if the device was being used for the patient treatment when the issue occurred. The possible root cause of the issue is related to improper usage, an excessive effort concentrated on the light head caused the rupture of the structure at the level of the axle. The surgical light must be prepositioned prior any procedure to avoid interactions with other devices, not following this recommendation is the most probable root cause. Given the circumstances and the fact that there is no apparent trend in the complaints we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On (B)(6) 2019 getinge became aware of an issue with one of surgical lights - axcel. As it was stated, the light head fell off. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off may lead to serious injury or worse.